Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2015, a 23 mm sjm trifecta valve was successfully implanted. On (B)(6) 2021, the patient was experiencing aortic insufficiency and decompensation. Echocardiogram was performed and revealed a tear in the device cusp. The device was explanted and replaced with a perimount valve to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.

Manufacturer narrative:
Additional information: g3, h2, h6, h10 an event of aortic insufficiency and decompensation, valve cusp tear, and device explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.